Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient was unable to self-treat for his symptoms of hypoglycemia while using the infusion device. The patient's blood glucose level was in the "20's mg/dl". The patient was cold, clammy, and unresponsive. The patient's wife treated him with a glucose tablet and he was feeling better after an hour and a half. The patient did not go to a medical facility. The wife is attributing the hypoglycemia due to the patient programming too much of a bolus. The wife alleges this was done because he couldn't see his display screen properly due to a crack and irregular black spots on the display. Return of the suspect device was requested for evaluation.